Manufacturer narrative:
This complaint is confirmed. The catheter exhibited two small leaks on the arterial extension leg. During functional testing, a spraying leak was observed emanating from the arterial lumen. At this time, the mechanism of damage is undetermined. A lot history review (lhr) of reul0498 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter was inserted on (B)(6) 2011 by the radiologist, after the catheter was inserted, the radiologist noticed bleeding from the a port line. They had to do another replacement.